Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the endoscope is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, a 0-degree endoscope was over rotating. The caller stated that the assist also noted that the endoscope over rotated when installed by 30 degrees. The isi technical support engineer (tse) asked if site had the arm at rotation limit and the caller stated that they did not. The tse viewed logs and did not note any associated errors at time of call. The tse recommended site try replacing the endoscope if the issue continued. The site continued with the procedure. Site was using endoscope sn (B)(6) on universal surgical manipulator (usm) 2. The procedure was completed as planned. No reported known impact or patient consequence was reported.